Event description:
It was reported that at implantation 4 out of in total 12 channels of the electrode were on status short circuit. At activation 3 of above mentioned channels were switched off. On (B)(6), 2010, the parents noticed the pt was no longer able to hear with his device. Testing carried out on (B)(6), 2010 shows increased impedances on all channels.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.